Event description:
It was reported that the patient presented to the emergency room for hyperglycemia on (B)(6), 2026. The patient¿s blood glucose levels became elevated while wearing the pod between 1 and 4 hours on the arm. The patient reported receiving an occlusion notification. The patient received intravenous fluids and insulin from a healthcare professional in the emergency room. The pod was removed and a new pod was placed. The patient was discharged from the hospital on (B)(6), 2026. The patient's blood glucose levels were not reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.7 hardware: iphone14.3 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.